Event description:
The customer reported then an employee, crushed a cyclesure vial with her fingers. The plastic splintered off and cut her index finger. The cut resolved within a day or two. The employee did not file an incident report with the facility.

Manufacturer narrative:
Asp call center representative reviewed the IFU for cyclesure with the customer. Additionally the customer received by e-mail the IFU and customer letter cl-242 which discusses the sterrad cyclesure biological indicator (bi) processing information. The customer was advised that the crusher should always be used to crush the vial.